Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer reported that the buttons had to press multiple times for it to respond. Customer reported that the reservoir opening was cracked, screen was cracked, scratches makes it hard to read and unexplained random no delivery alarms. The insulin pump will not be returned for analysis.